Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 4.3; lab: 3.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2009; customer's inratio = 4.30 inr; doctor's inratio = 3.50 inr; mean = 3.90 inr; sd = 0.57; %cv = 14.50. Since 14.50% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Cv% calculation from comparison test data provided by end-user revealed precision criteria had been met. Product deficiency was not established. No product is expected to be returned. Further testing is not required at this time. As of 11/04/2009, 26 discrepant result complaints were reported for lot #214530 yielding a complaint rate of 0.043%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time as product deficiency was not established.